Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 15-nov-2017. The service log was reviewed and sample line filter block alarms were verified. This condition described by hospital staff and as seen in the service log is a low priority alarm that does not impact drug delivery. During investigation, the device booted up appropriately and the technician did not experience any sample line filter block alarms. Service log review did not reveal any condition that would cause drug withdrawal. The root cause of the adverse event reported was the abrupt withdrawal from the drug by the respiratory therapist and not due to a device malfunction. The proper back up process was not followed by the user. Mallinckrodt product support followed up with the customer via a phone call to explain the possible user error. This condition will be tracked and trended under the company's quality system.

Event description:
On (B)(6) 2017, a respiratory therapist from the united states called mallinckrodt customer care to report an issue with inomax dsir (B)(4). Later that day, hospital staff emailed a mallinckrodt senior clinical specialist to report an event with the same device unrelated to the issue originally reported. The email stated that the patient experienced oxygen desaturation, hypoxia, and decreased blood pressure after abrupt withdrawal from inomax. Follow up from mallinckrodt product support indicated that the patient was placed on inomax on (B)(6) 2017 post cardiac surgery for a tricuspid valve replacement. It was stated that the patient was on inomax for two days without incident until (B)(6) 2017 when the monitor screen interface displayed dashes instead of numbers. The nurse then contacted the respiratory therapist to troubleshoot the device. In an attempt to correct the device, the respiratory therapist decided to remove the stable patient from the inomax to reset the device. While performing the troubleshooting, the therapist did not utilize the inoblender backup delivery system, but ventilated the patient utilizing the wall oxygen instead. At this time, the patient's oxygen level decreased to 31% as measured by arterial blood gas and the patient's blood pressure decreased to 60/30 from a baseline of 100/50. As a response, the patient was resuscitated with emergent medications. Upon reboot of the inomax dsir, the alarm condition was resolved. The patient was placed on the same inomax dsir and returned to his baseline vital signs. The reporter stated that she feels the incident was due to the abrupt withdrawal of inomax and not related to the device malfunction.